Event description:
Boston scientific received information that a right ventricular lead safety switch occurred. Approximately eight months later, the boston scientific sales representative was notified. No oversensing was noted. However, the pt implanted with this system was reportedly pacer dependent. Loss of capture was noted in the bipolar configuration at 1.5v. Upon fluoroscopy, a crush in the lead insulation was observed. A revision procedure was performed. This rv lead was successfully explanted and replaced. No other adverse pt effects were reported as a result of this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.